Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. The rv lead was attempted to be repositioned but was unsuccessful due to the helix failing to extend. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.